Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed and resulted in pacing inhibition with up to 10 seconds of asystole. It was reported the patient is pacer dependent. Numerous episodes were noted which were occurring at around the same time of day, while the patient was sleeping. All lead diagnostics were acceptable and there was no evidence of noise on any other channels. The sensitivity was reprogrammed to mitigate the noise. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating noise continued to be oversensed and resulted in greater than 2 seconds of pacing inhibition. An invasive procedure was performed. The device was explanted and successfully replaced. The rate/sense portion of the lead was surgically abandoned. A new rate/sense lead was implanted and the shock portion of this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Boston scientific technical services (ts) discussed possible myopotential oversensing and discussed adding a new rate/sense lead. It was reported the device was near elective replacement indicator (eri) and the lead will likely be addressed at device change out. Records indicate this device and lead remain in service. Should additional information become available this report will be updated.